Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Dentist stated he had a patient who was using the gum technique deep clean toothbrush and the bristles came out after limited use.